Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that this item was faulty, the spring did not release after insertion into patients abdomen. No further information provided.

Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only a picture of the sample was received for analysis. The photo shows what appear two different uv120 devices. One of the devices appear to have the stylet not positioned to guard the needle. The other device appears to have the stylet positioned to guard the needle.